Event description:
On (B)(6) 2013, the reporter contacted animas for another issue and during the course of troubleshooting reported that the pump has lost power on multiple occasions, most recently last night. Patient has replaced battery multiple times from different packs of battery. The patient denies yellow o-ring is visible, denies damage to battery compartment, denies water intrusion. Patient¿s most recent blood glucose (bg) was 500 mg/dl with extreme thirst. She does not register ketones with high bg. Patient is oriented, appropriate, calm and speaking in complete sentences without shortness of breath. She reports bg excursions occurring on a regular basis. She had taken an injection of 38.75u prior to calling customer support (cs). Patient is under continuing recent care of endocrinologist due to insulin resistance issues, normally uses 100 u per day. Cs advised patient /mother that pump should not be used due risk of continued loss of power. Cs called patient back two hours later - last bg was 597 mg/dl, treated with 31.8 u taken via syringe. Cs advised patient to go to the ER, mom says they may. This complaint is being reported as the patient experienced hyperglycemia allegedly associated with the pump losing power.

Manufacturer narrative:
Follow-up #1 submitted 09/20/213: customer support (cs) called the patient back, and bg at that time was 597 mg/dl. The patient alleged recurring loss of prime issues over the course of multiple boxes of cartridges. Patient also reports pump not primed after replacing battery and repriming pump. Customer support was unable to obtain history due to recurring loss of prime warning after repriming.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/24/2013 with the following results: reboots are observed in the black box. The issue was confirmed in history but not reproduced during investigation. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No power issues or alarms occurred during testing. Battery cap measurements were within specification. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Force sensor calibration reading okay, non-zero lowforce verified in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.